Event description:
The customer reported via phone call indicating that the insulin pump had a sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that sensor would not insert properly. The troubleshooting was performed. Customer was advised to return 1 sensor and replace it with 2 sensors.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Manufacturer narrative:
A visual inspection was performed on 1 opened and used sensor found the sensor cannula tip peeled back outside of the needle cannula; unable to confirm if the customer received the sensor damaged due to the customer returned opened and used. Also, inspected the introducer needle for anomalies and none were found.